Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, not all of the fired clips were closed as intended. The clips got stuck between the jaws. The surgery was prolonged but amount of time is unknown. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The patient is stable.

Manufacturer narrative:
(B)(4). Additional information obtained: for this complaint the sales rep referred that the intervention was prolonged for a period of 30-45 minutes.